Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: mentor smooth round high profile 270cc saline prosthesis, catalog #3503270, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent primary breast augmentation with a mentor smooth round high profile 270cc saline prosthesis experienced left sided baker¿s grade iii capsular contracture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No additional information is available, if additional information becomes available in the future, then a supplemental report will be submitted.